Event description:
Reportedly, a 25 mm valve was explanted after an implant duration of 4 years and 3 months (51.10 months) due to mitral regurgitation (mr). The customer reported that a perimount plus valve, model 6900p25mm, was implanted for mitral valve replacement (mvr) to correct mitral stenosis and regurgitation (msr) on (B)(6) 2008. Tricuspid annuloplasty was also performed with a mc3 ring, model 4900t28, during the same surgery. On (B)(6) 2012, the device was explanted and replaced with a magna mitral ease valve, model 7300tfx25mm. Left atrial appendage occlusion was also performed during the same surgery. At explant, regurgitation due to pannus was observed. The customer commented that this explant was unexpected since the patient's age was (B)(6) at implant but not device related. The patient status was recovered as of (B)(6) 2012.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record (DHR) review is currently in process. No echocardiography will be provided. Supplemental report will be filed when evaluation is completed.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: customer report of pannus was confirmed. Heavy host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 7mm on leaflet 1, 5mm on leaflet 3 and all of leaflet 2. Minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice by 3mm on leaflet 1. Host tissue was moderate to heavy at the stent inflow and minimal to moderate at the stent outflow. Host tissue fused the free margins of leaflets 2 and 3 at commissure 3 on the inflow aspect. Leaflet 2 was also missing a cut area of 7x5mm, near commissure 3, extending from the cusp area to the free margin. No visible damage to wireform was observed on xray. Method: x-ray. Conclusion: the product evaluation confirms the customer report of pannus. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.